Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 163 mg/dl. The customer reported that the pump had difficulty placing the reservoir inside the pump and reservoir compartment won¿t lock properly. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but the p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.